Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- rasp the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon believed the broach did not match the implant size, noting the full-profile broaches appeared larger than the corresponding standard full-profile stems. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.